Event description:
The customer's daughter called and reported the insulin pump was damaged and alarmed with motor error and motor position encoder error, after it was pushed in the water. There was also fluid under the lcd display. Customer's blood glucose as 153 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube, vibrator and keypad assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery or prime tests due to a blank display. Unable to verify other error alarms, including motor error alarms due to the blank display. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.